Event description:
It was reported that the rpm display is out. A rotablator rotational atherectomy system console kit was selected for use. During preparation, the burr was attached to the console and was activated. However, the rpm was not shown on the display. There was no issue noted with the burr. The procedure was completed with different device. No patient complications reported.